Event description:
Complainant alleged that while attempting to shock pt the device displayed a "bridge test failed" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.